Event description:
It was reported that the patient underwent a lumbar surgical procedure at l2-5 via cbt. It was reported that during the procedure the left l5 lamina fractured while inserting a bone screw. The screw was left in the lamina to complete the procedure. The physician felt that the screw was inserted toward an improper direction. No additional patient complications were reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# (B)(6), lot h11h4032, expiration date 09/11/2019; lot h12b2465, expiration date 03/27/2020; part #(B)(6), lot h12a2402, expiration date 02/15/2020; lot h12b2477, expiration date 03/26/2020; lot h12c3647, expiration date 04/21/2020; part (B)(6), lot h10l0067, expiration date 11/20/2018; lot h10lk0070, expiration date 01/08/2019; lot h11h0111, expiration date 10/06/2019. (B)(6). (B)(4). The manufacture date for lot h11h4032 is 09/11/2011; the manufacture date for lot h12b2465 is 03/27/2012; the manufacture date for lot h12a2402 is 02/15/2012; the manufacture date for lot h12b2477 is 03/23/2012; the manufacture date for lot h12c3647 is 04/21/2012; the manufacture date for lot h10l0067 is 11/20/2010; the manufacture date for lot h10lk0070 is 01/08/2011; the manufacture date for lot h11h0111 is 10/06/2011. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.